Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. Troubleshooting was not completed as the alarm has been cleared. Self-test was performed and passed. It was also reported that there was a failed battery test. Blood glucose level at the time of the incident was 17 mmol/l and treated with injection. The customer was advised to monitor the insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. Device received with minor scratched lcd window, cracked retainer and scratched case.